Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and/ or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file in (B)(4).

Manufacturer narrative:
This case was re-open on (B)(6) 2015. Additional information was received on (B)(4) 2015. The device history records were reviewed and found to be conforming. The implantation report has been provided. The review of surgical report did not lead to new information regarding the reported event. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) consider this case as closed (B)(4).

Event description:
Additional information was received on (B)(4) 2015. The implantation report has been provided.

Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 50/44 j on the left side on (B)(6) 2007. Currently the pt is being monitored due to pain and elevated metal ions. A revision surgery has been planned in (B)(6) 2015.